Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. The crest and thus software was utilized and successful. Device received with critical pump error (open book) and pump error 35 alarm found in the long trace. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). No blank display noted. Device was cut open to perform visual inspection and found moisture damage around the area of j2, q1, j6, j7, da1, d1 and electrical board 1. Also found moisture damage on the force sensor, around the area of electrical board 2 and the 40 pin flexible printed circuit/lcd, motor assembly, battery tube, vibrator and keypad flex tail. No moisture damage on the keypad traces or keypad dome switches during visual inspection. The force sensor specification range is in specs range. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no critical pump error occurred during testing. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and critical pump error occurred during testing. Perform brush cleaning with the isopropyl alcohol the moisture damage area on the electrical board 2 and reinstalled in a test electrical board 1, case, internal battery and motor. The critical pump error occurred during testing. Perform brush cleaning with the isopropyl alcohol the moisture damage area on the electrical board 1 and reinstalled in a test electrical board 2, case, internal battery and motor. No critical pump error occurred during testing. In conclusion, constant critical pump error (open book) and pump error 35 alarm due to moisture damage on the j2 and u1 on the electrical board 1. The test p-cap locks properly in place in the reservoir compartment noted. The insulin pump received with pillowed keypad overlay and cracked retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a blank display after it being exposed to moisture. He also mentioned a critical pump error and open book image on the screen. The insulin pump was also exposed to moisture but no water was seen in pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.